Event description:
The pt experienced a clinical relapse as a result of a disconnection of the inspiratory/expiratory limbs at the "y" of a fisher & paykel rt110 ventilator circuit, while in rotational mode in a hillrom total sport bed. Rn, risk manager stated that the ventilator did alarm and did not appear to be at fault. It is not known how long it took the staff to respond to the ventilator high priority alarm. The customer has not requested a npb cse service call to date.